Event description:
The customer reported that there was a speaker malfunction. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The work order (B)(4) indicates a material only was required to resolve the reported problem. The faulty unit was replaced with part no (453564262531),tele mx40, 2.4 ghz, ECG only. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. A replacement unit ( mx40, 2.4 ghz, ECG.) Was shipped to the customer. We will consider that the customer resolved the issue using the replacement from philips. And the device remains in use at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Phone number provided: (B)(6).

Manufacturer narrative:
D4: data correction to device identifier.

Manufacturer narrative:
The device was sent to philips authorized repair facility (rft) for bench for evaluation. Functional tests were performed and it was determined the speaker did produce audible sound. The customer's reported problem could not be confirmed. A replacement device was shipped to the customer.

Event description:
The customer reported that there was a speaker malfunction. It is unknown if the unit was in clinical use or not. There was no report of patient or user harm.